Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer¿s blood glucose level. Technical support provided guidance to reset the pump, which was successful, as the malfunction code did not recur.